Event description:
It was reported that clinical support specialist received call stating while removing iab from patient, it became entrapped requiring a cut down removal. Rn stated that after iab was removed, there were clots in balloon. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed when more information becomes available.